Event description:
It was reported directly by the customer the device was used during an unknown procedure. It was reported there was an accidental bowel burn while the foot pedal was not depressed. Injury did not go through the bowel, so no additional treatment was indicated. 01/19/1999 checklist rec'd from rep stating customer wants to return generator and footswitch/cable believing they are at fault.